Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with chest pain due to a pericardial effusion and perimyocarditis which had occurred from a micro perforation. It was undetermined which leads had caused the micro perforation. Both the right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.